Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to failure in the image sensor unit mounted in the distal end of the scope, or the abnormality / failure in the scope connector unit including internal electric circuit board and electric parts mounted on the internal electric circuit board, or the abnormality / failure in the system caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the air and water nozzles were clogged and the draining function was reduced, the bending angle and play of the angle knob were out of the normal state due to the elongation of the angle wires, the insertion tube was discolored, there were wrinkles in the insertion tube, the curved rubber adhesive was missing, the curved rubber bond was cracked, the curved rubber adhesive was cloudy, the tip cover was crushed, the illumination lens was cracked, the adhesive part of the objective lens came off, the adhesive part of the lighting lens came off and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that an e315 unsupported scope error message was displayed on the evis lucera colonovideoscope when preparing the scope for use. The type of procedure was unknown. There was no delay in the procedure and the procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.